Manufacturer narrative:
The manufacturing records for the intraocular lens (iol) were reviewed. The product was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within power specification. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. Labeling review: the directions for use (dfu) were reviewed. The dfu notes that the surgeon should target emmetropia, as this lens is designed for optimum visual performance when emmetropia is achieved. Care should be taken to achieve centration of the intraocular lens. The dfu contains a specific section on lens power calculations. Emmetropia should be targeted. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to post op refraction, a refractive miss. There was nothing wrong with the lens as confirmed by the fact that after replacing it, with the same model with more power, the refraction ended up where desired and predicted. In review of the patient record in the amo database, it was recognized that the lens replacement was actually a model zlb00 lens, and not the same model lens as reported. Patient doing well. The lens was removed from the patient's right eye.